Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had notified their physician about their issue and they had been advised to charge in shorter periods. They indicated they had appointments on (B)(6) 2017. The first time the patient had experienced the heating/burning was noted to be (B)(6) 2017 which was the first time they charged after having been implanted. The replacement of the recharger antenna had resolved their issue, they had no burning sensations, charging takes less time and they have a better longer lasting charge.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing heating of the ins recharger (insr) antenna, and the insr shutting down. The patient reported the ins did not shut down during recharging and that a heating/burning feeling at the ins in the pocket occurred during recharge if the ins was not shutoff. No additional symptoms, or additional complaints were made for this event.